Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor.

Event description:
It was reported that the left ventricular lead was difficult to position, and the implanter was not able to locate a viable location without the patient experiencing high thresholds or diaphragmatic stimulation due to the patient anatomy. The lead was explanted and replaced 5 days after the initial implant procedure. No patient complications were reported as a result of this event.